Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample device was received for evaluation. It was cracked on right plunger case otherwise no appearance of any physical damage. Event history log indicated primary audible alarm bgnd (background) test. An occlusion test was performed and the reported problem was not duplicated. Root cause could not be determined. Actions were taken to mitigate the reported issue: replaced speaker, replaced the right plunger case, replaced battery for battery was found heated when pump was plugged in; performed occlusion test and all functional testing, and passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump indicated a primary audible bgnd (background) test. No patient injury was reported.